Manufacturer narrative:
Pump received with no button response at up arrow button due to flattened dome switch noted. Unable to perform test due to keypad not responsive. Stained lcd display window noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR

Event description:
Customer reported via email that the buttons of the insulin pump are hard to press and may have worn out. Customer's blood glucose level was unknown at the time of the incident. The customer also reported that the screen is scratched and issues with battery longevity. The customer stated time clock slows down and needs to be reset once a month. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.